Event description:
1/15, I spoke with material management's rep., he said an ICU rn reported the incident to him. He said the styley is bent backwards about 1/4 inch protruding out of port. He referred me to talk with dir. Of critical care. 1/18, after several attempts, I finally got to speak with her. She was not going to give me too many details, she said the tube was placed by an rn on a ventilator dependent patient (not done under fluoroscopy), but an x-ray was performed afterwards to assure correct placement. It was discovered the tube was not correctly placed and the physician instructed the nurse to take it out. As it was being taken out, some blood was noted coming out with it. She said the patient eventually expired but the patient had many other problems. She will not give me any other details as to age or sex of the patient or any thing elsedevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.